Event description:
A discordant falsely elevated high sensitivity troponin I (tnih) patient sample result was obtained on a dimension vista® 500 intelligent lab system. The falsely elevated result was reported to the physician(s) who questioned the result. Upon investigation, the customer identified that a different patient sample was processed in place of original sample due to a mislabeled sample tube. The original (correct) sample was reprocessed on the same system, and the lower result obtained that matched the prior initial result was considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated high sensitivity troponin I (tnih) patient sample result obtained on a dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Manufacturer narrative:
Corrections section d4. Serial number corrected from (B)(6). Corrections section h4. Device manufacturer date corrected from 01/27/2017 to 01/17/2017. Additional information (04-apr-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data. Hsc provided the sample ID's of the affected samples. Hsc concluded that the cause of the event was due to operator error since sample was a mislabeled and not from the patient indicated. No product non-conformance was identified with the high sensitivity troponin I (tnih) assay or the dimension vista® 500 system. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Sections b6 and h6 have been updated to reflect the hsc investigation and additional information. Initial MDR 2517506-2023-00118 was filed on 03-apr-2023.